Event description:
7/23/2002 - pt underwent roux-en-y laparoscopic bariatric surgery with open pouch and umbilical hernia repair. Pt has large amounts of drainage from surgical site. 2002 - pt was transferred to another facility under the care of another bariatric surgeon. 2 days later - pt underwent surgery to repair leak. Post-operatively pt continued to improve and was subsequently discharged.